Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a calibration error and bad sensor. Customer reported to have bled with sensor which caused sensor to stop tracking. Customer reported that sensor reading was at 240 and customer tested blood glucose at over 500 mg/dl. Customer was advised to move and change sensor and that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.